Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# 2420-0007 and lot# 24075411 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris pump module smartsite infusion set was disconnecting the following information was received by the initial reporter with the following verbatim it was reported by customer that the tubing came disconnected from safety clamp during priming of the line.

Manufacturer narrative:
One sample was received for quality evaluation. Visual examination of the sample received shows that the sample separated at the lower pumping segment fitting and tubing union. Further analysis of the components under magnification indicate an uneven application of bonding solvent on component surfaces. The customer complaint of separation was confirmed. The investigation was forwarded to manufacturing for root cause analysis. After the investigation, the separation between tubing and lower fitment could be related to lack of solvent for an incorrect insertion of tubing to solvent dispenser by the production personnel due to opportunities with the solvent dispenser. An accessory to be implemented to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. A device history record review for material# 2420-0007 and lot# 24075411 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 27jul2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.